Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation the balloon ruptured at 14 atmospheres for 20 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.